Event description:
This lead was implanted on (B)(6) 2012 and explanted on (B)(6) 2012 due to infection. The procedure took place at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).